Event description:
It was reported that the prior night and the morning of the report, the patient noticed that the feeling of stimulation seemed to fluctuate in speed. He wondered if that was normal. The patient had a follow-up appointment the day of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ge5e, serial# implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.